Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), read all instructions carefully, particularly the following sections: sizing guide, and the directions for use. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. Determine accurate size of anatomy and proper size of device to confirm the correct device component sizing, and deployment locations. Appropriate procedural imaging is required to successfully position of the gore® excluder® aaa endoprosthesis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. At the final angiography, it was detected that the left internal iliac artery was unintentionally covered by the gore® excluder® aaa endoprosthesis contralateral leg component (plc201400j). By using the balloon, the physician tried to push the device up to the proximal side, but it was unsuccessful. A slight blood flow to the left internal iliac artery was observed, and the patient was monitored. No further adverse events have been reported. The physician's comment: the measurement marking to the internal iliac artery bifurcation was not made properly. The angiography imaging should have been performed at an appropriate angle.